Event description:
A doctor reported that a shiley 6dct tracheostomy tube was leaking while in a pt. He reported that he intended to remove the tube. The doctor did not know the lot number of the tube.

Manufacturer narrative:
Covidien is making attempts to confirm the shiley 6dct was removed from the pt and if available to be returned for failure investigation. A follow up report will be submitted if the tube is returned or any new significant info is obtained. A mfg CAPA is already in place to address cuff leaks.